Manufacturer narrative:
The reported problem could not be duplicated. The pump passed performance and functional testing within product spec. The frequency of death or serious injury reports for code 102 (overdelivery) for plum pump sets is approx 0.49/million sets.

Event description:
Overdelivery reported. The event was originally reported within the hosp in 5/97. Very limited info is available. The hosp report states: "unit pumped 250ml in one hr when rate was set to 9.6ml/hr." There was no pt info and the IV solution being infused was not specified. There was no indication of any adverse effects to the pt. No further info was available.